Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he had unexplained high blood glucose because his insulin pump is under delivering. Customer stated that his insulin pump is not delivering the correct amount of insulin because he also had to tread his blood glucose with manual injection. Customer stated that they forgot to fill the cannula dead space after removing the needle. Customer stated that the insulin pump was alarming no delivery and low reservoir. Nothing further was reported.